Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir compartment was damaged. The blood glucose level was unknown. Customer also stated that the reservoir is unable to lock in place when inserted into pump. The product will return for the analysis.

Manufacturer narrative:
The insulin pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.